Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to difficult to advance include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The reported kink appears to be related to the difficulty advancing the device. The subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was a closure of an unspecified vessel using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was resistance when advancing the proglide device in the vessel; therefore, the device was removed and it was noticed that the distal sheath was kinked/bent. The sutures of a new proglide were successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.